Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025. The site of detachment was at quick release (qr). The insertion site was abdomen. The infusion set was in use for 1 day. No further information available.